Event description:
It was reported that during a photo-selective vaporization procedure of the prostate, the fiber tip broke. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber tip break was confirmed as analysis identified the metal cap was detached. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the metal cap detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap was detached and returned separately from the fiber body. The metal cap exhibited debris adhesion on its surface. The glass cap exhibited severe devitrification. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber body. The fiber connector passed the connector segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the fiber tip broke. The procedure was completed with a second fiber without patient complications.